Manufacturer narrative:
The device has been returned and an investigation has determined the complaint is not confirmed. Performed visual inspection and no issues were observed. Meter powered on with button depression. No fading segments were observed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter had a ¿fading display¿. It was further reported that on (B)(6) 2018 he began to experience ¿shakes, confusion and memory loss¿ but was unable to get a reading, due to the fading display issue so he self-administered ¿one shot¿ of insulin. The next day, (B)(6) 2018 he self-presented to his healthcare provider, where an unspecified blood glucose reading was obtained, customer was diagnosed with hyperglycemia and was treated with an unspecified amount of insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported his adc blood glucose meter had a ¿fading display¿. It was further reported that on (B)(6) 2018 he began to experience ¿shakes, confusion and memory loss¿ but was unable to get a reading, due to the fading display issue so he self-administered ¿one shot¿ of insulin. The next day, (B)(6) 2018 he self-presented to his healthcare provider, where an unspecified blood glucose reading was obtained, customer was diagnosed with hyperglycemia and was treated with an unspecified amount of insulin. No additional treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Date of event was incorrectly documented in the initial MDR report. Date of event has been updated to reflect case details. (Date received by mfg) was also incorrectly documented. The correct date is may 10, 2018. PMA/510(k) # was also incorrectly documented. Date has been updated.